Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement revision due to posterior dislocation. Previous revision of primary liner to constrained liner was on (B)(6) 2021. Entire construct, including femur, was revised as when the head was removed the stem came out at the same time. Reason for revision was recurrent dislocation. Doi: unknown; 1st dor: (B)(6) 2021; 2nd dor: (B)(6) 2022; unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this complaint was received for examination. The photo investigation cannot confirm the reported allegation with the provided information. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.